Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389-40, lot# j0114191v, implanted: (B)(6) 2002, product type: lead. Product ID: 7482a51,serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v668795, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that they fell several times in the summer of 2015 and they did not know the exact dates. The patient had high impedances at the health care professional (hcp) office about a week prior to (B)(6) 2015. The patient was being scheduled for a revision and they did not know the exact date. The indication-for-use (IFU) was parkinson's dual and movement disorders. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.